Manufacturer narrative:
A ge service rep performed an onsite investigation. The tube (monoblock) was ordered. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system was installed 5 months ago and the x-ray generator and the tube were not working. No pt injury was reported.